Manufacturer narrative:
A ventilator was reported intermittently failing pre-use check. Our field service engineer investigated the ventilator on site and replaced pressure transducer printed circuit boards (pcbs), expiratory valve coil and filter with holder. The failing pressure transducer pcbs and expiratory valve coil were returned for further investigation. Note that the expiratory valve coil was received later than the pressure transducer, and investigation of the expiratory valve coil was made after the first MDR report was made for the pressure transducers. The failure was confirmed in the received device logs and could be traced back to (B)(6) 2021. The returned pressure transducer pcbs were mounted in a reference ventilator for simulated use testing and the reported failure could not be reproduced. In further investigation, minor dirt particles were found on the pressure sensors. The expiratory valve coil was then mounted in the reference ventilator and pre-use check failed during internal leakage test. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. A defective expiratory valve coil will in worst case result in inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The reported issue was reproduced using the returned expiratory valve coil and were also confirmed in logs from customer. The root cause for the defective expiratory valve coil was most likely due to short circuit inside the coil.

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
A ventilator was reported intermittently failing pressure transducer test during pre-use test. Our field service engineer investigated the ventilator on site and replaced pressure transducer printed circuit boards (pcbs), expiratory valve coil and filter with holder. The failing pressure transducer pcbs were returned for further investigation. The failure was confirmed in the received device logs and could be traced back to 02/24/2021. The returned pcbs were mounted in a reference ventilator for simulated use testing and the reported failure could not be reproduced. In further investigation, minor dirt particles were found on the pressure sensors. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported issue could not be reproduced but was confirmed in logs from customer. Some minor dirt particles were found on the pressure transducer. As the issue could not be reproduced, the cause of the reported fail during pre-use check could not be determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).